Manufacturer narrative:
The customer has not returned the kit for investigation. Based upon the difference between the a1c results and the lab value, this is being reported out of an abundance of caution. Additional factors contribute to a medical decision being made (i.e. Signs, symptoms, additional gathered data) and a significant difference would result in a retest or additional evaluation/testing. Qc retention testing measured within specification.

Event description:
The customer reported receiving a low a1c result from their a1c now self check kit in comparison to a lab result from over a month prior. There were no allegations of patient/user harm.